Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted parathyroidectomy surgical procedure, the maryland bipolar forceps instrument was fractured. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument damage occurred during the surgical procedure, resulting in the instrument breaking and producing fragments that fell into the patient¿s body. All fragments were located and removed intraoperatively and returned with the instrument. There have been no reports of the patient experiencing post-surgical complications related to retained material, and no material is missing or detached from the instrument. Photographic or video documentation is not available at this time.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 6.14 mm x 2.08 mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.